Event description:
The reporter was not feeling well and her meter was giving her low reading. She went to the hospital and got a blood glucose test that resulted in 426 mg/dl. At the hospital she was medicated and discharged. Two days later, she did not inject insulin, but instead ate candies and snacks to raise her blood glucose. During troubleshooting, it was found that the reporter had been keeping test strips out of vial. Reporter did not have control solution for for testing.